Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt like their bladder was not emptying and was having night time frequency. The patient then reported that they were "about at a 5 or 50/50." The patient reportedly had an ultrasound of their bladder. Patient status is unknown at the time of this report and no device malfunctions were reported. The issues were reported to have started about 6 months after implant. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.